Manufacturer narrative:
The evaluation of the provided information has been made available the device history records were reviewed and found to be conforming. Review of event description: mmi quarterly radiographic findings indicate 3 mm of glenoid radiolucency. Review of x-rays: 10 x-rays were available for investigation 4 undated x-rays of the 6 weeks follow-up, 3 x-rays were dated (B)(6) 2014 (6 months) and 3 x-rays dated (B)(6) 2015 (12 months) were available for investigation. On all x-rays the correct positioning of the anatomical shoulder glenoid and of the sidus head could be observed. The implant size and positioning were anatomically correct. On the x-rays at 6 months follow-up and on 12 month follow-up a radiolucency area was visible around the cemented pegs of the glenoid component (between bone cement and bone). Review of surgical notes: the surgical report dated (B)(6) 2014 was returned for evaluation. The surgical notes describe the use of the correct procedure. High viscosity cement was used. The notes of the follow-up visits were also returned. The visits report good outcome and no concerns. Device analysis: the device analysis could not be performed as the device still in vivo. Possible causes for the reported event according to dfmea : loosening or aseptic loosening due to wrong geometry of peg, wrong positioning, insufficient bone or due to wrong radii combination, normal use, overload, wrong positioning. Not possible as the x-rays show the correct anatomical positioning and the correct choice of the size of the implants; adverse body reaction due to material not biocompatible or due to bioincompatible due to harmful leachables from implant material. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault; implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function. Possible as the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function; damage to bone through intraoperative corrections affect performance in-vivo due to intraoperative corrections might contribute to poor long-term results. Not possible as the x-rays showed the correct anatomical positioning and he correct choice of the size of the implants. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted an a.s. Glenoid l cemented on (B)(6) 2014. Mmi quarterly radiographic findings indicate 3 mm of glenoid radiolucency. Patient has not been revised.